Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a correction bolus via the pump to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.